Event description:
Poor pattern of stimulation by the implanted spinal cord stimulator. The pt got shocked periodically by the stimulator resulting in moderate pain. The pt underwent add'l surgery and the stimulator was removed. The leads lost their isolation sheath and showed signs of corrosion.